Event description:
It was reported that prior to starting a da vinci s surgical procedure, the lever on the permanent cautery hook is broke and cannot be pushed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode; however, engineering evaluation found that the pitch cable is broken at the distal clevis hub. The ceramic sleeve was also found broken at the spatula base. The grip cable was also found derailed a the distal idler pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.